Event description:
It was reported that there was difficulty interrogating the device, and an electrical reset had occurred. It was also reported that the programmer was not interrogating the device properly. It was further reported that the device was at eri (elective replacement indicator) while still in the box. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.